Event description:
It is reported that the device was implanted in 1992 and that the patient was revised in 2009, due to articular surface wear. Other devices were well fixed.

Manufacturer narrative:
Evaluation summary: the articular surface was not returned, so no further engineering analysis could be performed. From the information provided, we know that the tibial and femoral components are still well-fixed, and the articular surface was the only component replaced. Also, the articular surface was replaced with the same size device suggesting the joint alignment and tissue balancing were satisfactory for the surgeon. All of these factors in addition to the implantation duration of seventeen years suggest that the wear may have resulted from normal use. However, without additional information, the probable cause of the wear cannot be determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.